Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 19-sep-2025 the user contacted beta bionics regarding prolonged elevated blood glucose (bg) levels after forgetting to announce breakfast. The user¿s bg rose to 301 mg/dl and remained out of range for over 90 minutes. During the call, the agent guided the user to the ilet history menu and confirmed that subsequent meal announcements for lunch and dinner had been made and insulin deliveries recorded correctly. The user confirmed understanding of proper meal announcement timing and allowed the correction algorithm to continue adjusting insulin delivery. Bg subsequently trended downward. No external assistance or medical intervention occurred.